Manufacturer narrative:
Physio-control received additional patient information from the customer. The customer provided physio-control with the available patient information. Patient fields in which information is not provided were intentionally left blank. The customer confirmed that the patient passed away 18 days after the reported event. The healthcare professional involved confirmed that the device failure did not contribute to the patient outcome.

Event description:
The customer reported to stryker that their device did not provide defibrillation energy during a cardiac arrest. A backup device was available and was used to continue patient care. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that further patient information is requested, but not available yet. Patient fields in which information is not provided were intentionally left blank. Physio-control will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council.

Event description:
The customer reported to stryker that their device did not provide defibrillation energy during a cardiac arrest. A backup device was available and was used to continue patient care. There was no report of patient harm associated with the reported event.